Event description:
The customer reported to olympus, the duodenovideoscope had a defective albaran lever. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, found the distal end and air/water (a/w) tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional findings or non-reportable malfunctions: the air/water cylinder had foreign objects, the switch box had a scratch, air/water (aw)-cylinder had no color, suction cylinder (s-cylinder) had no color, scope connector case unit (sc-case) unit was deformed, due to wear of -knob wire (k-wire) the forceps elevator had a play, due to damage on forceps elevator pipe protector (k-pipe) the forceps lever makes noise when moved, due to wear of angle wire, the play of upward/downward knob (u/d knob) was out of standard value, light guide (lg) lens had a crack, bending tube was deformed, connecting tube was snaking and had a scratch, distal end had residual liquid, due to annual inspection the parts must be replaced, adhesive around objective lens had wear, and corrosion around forceps elevator (l-arm). The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.